Manufacturer narrative:
Additional product codes for this report include: mnh, mni, kwq, and kwp. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing site: (B)(4) - manufacturing date: september 27, 2012. Review of the device history records showed that were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown pedicle screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Part numbers 04.632.740 and 04.632.735, but it is unknown which the complained screw was. Implant date: (B)(6) 2014; exact date unknown. (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a l4-s1 revision was completed due to a broken l5 left side pedicle screw. The patient had an asymmetrical posterior lumbar fixation construct implanted during a procedure in (B)(6) 2014 using the matrix degenerative system. On the right side l4 and s1 had screws. On the left side l5 and s1 had screws. Left side l5 screw fractured through the neck approximately twelve (12) months after the original operation. The patient heard a snap as she was walking; subsequently she felt increased back pain. The revision procedure occurred three (3) months later on (B)(6) 2016. The left side construct was revised with new implants. The left side implants and pieces of implants were removed. Patient outcome is yet to be determined. Concomitant devices reported: 1 pedicle screw (04.632.740 lot unknown); 1 pedicle screw (04.632.735 lot unknown); 2 locking caps (09.632.099 lot unknown); 1 rod (04.636.040 lot unknown) this report is related to linked complaint (B)(4) which captures intra-operative events during the revision procedure. This report is for an unknown pedicle screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned 7.0mm matrix polyaxial screw was examined and the complaint condition was able to be confirmed as the screw body was found to be broken at the 5mm diameter neck. No definitive root cause was able to be determined; however, as the failure occurred approximately 14 months after implantation, it is likely that non-fusion leading to excessive fatigue loading on the implants contributed to the failure. In addition to the broken device, the following concomitant devices were returned without allegation. Polyaxial screw: 04.632.740 / lot unknown; reduction head: 04.632.002 / lot 7712454; locking caps: 09.632.099 / lot 7769653 (x2); 5.5mm curved rod: 04.636.040 / lot 8784797; upon visual inspection of these devices, there was no evidence to suggest that the devices contributed to the complaint condition. As such, no additional investigation will be performed on these devices. The matrix polyaxial screw is utilized in matrix deformity and matrix degenerative cases as part of the posterior pedicle screw and rod fixation system. The relevant drawings for the returned implant were reviewed (both current revision and from the time of manufacture): top level and 7.0mm matrix screw. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned implant¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. No definitive root cause was able to be determined; however, it is most likely that non-fusion leading to excessive fatigue loading on the implants contributed to the failure. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: 7.0mm ti polyaxial screw 40mm (part: 04.632.740 / lot: unknown / quantity: 1), reduction head screw (part: 04.634.002 / lot: 7712455 / quantity: 1), locking caps (part: 09.632.099 / lot: 7769653 / quantity: 2), and 5.5mm curved rod (part: 04.636.040 / lot: 8784797 / quantity: 1).